Event description:
Per the clinic, the patient was explanted on (B)(6), 2011 due to pain with device use. The patient was reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).